Event description:
On (B)(6) 2021, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced difficulty mobilizing the tube. On (B)(6) 2023, the patient visited the emergency room. It was reported that the patient will be hospitalized due to burial of the internal retention plate. On (B)(6) 2023, it was reported that the burial of the internal retention plate was confirmed and could not be solved by endoscopy. It was reported that the patient will be scheduled for surgery. On (B)(6) 2023, the patient underwent surgery for the removal of the buried internal retention plate. It was reported that the patient's stoma site was cleaned, and an internal granuloma was observed by the physician. The patient received a new stoma site, and new pegj tubing was placed. It was reported that the operation was performed without complications.

Manufacturer narrative:
Reference record (B)(4). The device involved in the event was removed from the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number in d4 is the international list number which is similar to us list number of 062910. H6 code of 4581 was chosen to capture the event of buried bumper syndrome. Buried bumper syndrome is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.